Manufacturer narrative:
The unit had an intermittent button response due to light moisture damage on the keypad. The unit had minor scratches on the lcd window, a cracked case at the display window corners, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.